Event description:
Abbott freestyle libre 3 cgm sensors are providing incorrect low glucose reading. The cgm sensor is reading significantly below compared to the finger testing. The cgm sensor app was incorrectly beeping with a warning for low blood sugar. For comparison, the cgm vs finger testing readings were 75 v 134, 54 v 129, 101 v 146.